Manufacturer narrative:
The insulin pump passed the displacement test however, pump alarmed compromised force sensor system during the prime test at 4 lbs due to faulty force sensor resistor. Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor system alarm. (B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 288 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The insulin pump was returned for analysis.